Manufacturer narrative:
Additional information: patient weight provided. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the same inflation device was successfully used with other devices. It was later indicated that attempts made to remove the stent were unsuccessful. The balloon was partially inflated and the device was moved or repositioned in the lesion. It was stated that the stent was positioned beyond the lesion. The stent was fixed to the artery wall using another balloon. It was stated that during removal of the balloon from the stent, resistance was not encountered as the device was retracted over the guidewire and there was no damage noted to the guidewire on removal from the patient. Five images were provided for review. All images showed the distal section of the delivery system. The stent was not present on the balloon. Blood was visible in the balloon and inflation lumen confirming a burst. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: procedural images were provided for review. The images confirmed a mildly tortuosity, severely calcified lesion exhibiting 90% stenosis in the mid right coronary artery (rca). The images showed the wiring of the vessel and predilation. A stent was advanced and withdrawn two times. It appeared there was resistance advancing the device. A stent was delivered and proximal section of the balloon appears to have inflated and the stent dislodged. A balloon was used to crush the dislodged stent against the wall of the vessel. A stent was delivered and deployed to jail the dislodged stent against the wall of the vessel. A stent was delivered and deployed in the proximal rca. The deployed stents were post dilated. Final procedural image confirms the rca was treated successfully. There were no images provided showing the reported burst or deformation to the stent. Correction: type of reportable event: serious injury. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute onyx rx coronary, drug eluting stent was used to treat a mildy tortuosity, severely calcified lesion exhibiting 90% stenosis in the proximal right coronary artery (rca). A 7fr non medtronic guide catheter, two non medtronic guide wires and a number of non medtronic balloons were also used during the procedure. There was no issue removing the device from the hoop. The device was inspected with no issues noted. Negative prep was not performed. The lesion was pre dilated with a 2.0 x 15mm non medtronic balloon. Resistance was encountered when advancing the device. Excessive force was not used during delivery. It was reported that the balloon was inflated to 12 atm and during the first inflation the balloon burst and the stent did not open properly, there was difficulty removing the balloon and the stent deformed and dislodged. It is also reported that the dislodged stent is sticking to the wall of the blood vessels. The procedure was complete using another 3.0 x 34mm resolute only stent. The patient is alive with no injury. It is indicated that normally, the front or middle part of the balloon pops up, but in this case, the back part of the balloon pops up, and we are asked to confirm whether the problem is with the product.